Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure and replaced the drive manifold assembly. The fse completed a full preventative maintenance and the unit passed all functional/safety checks per manufacturer's specification. The failure analysis and testing dept. Received part with a reported unit failure of a leak issue. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual, fails the drive manifold test with pressure leak differential at -680mmhg. The most probable root cause for the reported is component reliability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) unit had failed leak test. There was no patient involvement reported.